Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) overheats when plugged into the charger. The pdm battery no longer holds a charge and the battery lasts up to one day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.